Event description:
It was reported that the tubehead turned on its own. No injury reported. A field engineer was dispatched to the site and determined the left and right c-arm switch banks and center rotation switch needed to be replaced. Once this was completed the system was working as intended.